Manufacturer narrative:
(B)(4). The reported problem was not caused by any prismaflex control unit malfunction. It was caused by use error.

Event description:
A pediatric patient in the picu was undergoing continuous renal replacement therapy on a prismaflex machine. While troubleshooting an alarm the blood in the filter set clotted and the nurse did not return the blood in the extracorporeal circuit to the patient resulting in a blood loss. Reportedly, the patient was anemic and received a blood transfusion daily and following this event.